Event description:
Vascular compromise [vascular skin disorder] ([blister]). Injection in the tip of the nose [off label use]. Case narrative: on 01-dec-2025, the spanish subsidiary notified teoxane geneva about an adverse event. According to the information received from the injector, a patient was injected on (B)(6) 2025 with 0.1 ml of rha 2 in the tip of the nose. On (B)(6) 2025 the patient experienced white vesicles on the tip of the nose, which seemed to be linked to a vascular compromise. A local medical expert was contacted and confirmed a vascular compromise caused by an extrinsic compression. She recommended hyaluronidase, antibiotic treatment (mupirocin) and anabolic androgenic steroids. Considering the seriousness of the event, the case was assessed as reportable. Despite several reminders no additional information was retrieved therefore the case was closed as this.

Manufacturer narrative:
Vascular complications are rare and serious side effects, although they are widely known and documented in the context of dermal filler injections. They are related to the accidental injection of the product inside a blood vessel, leading to its occlusion, or to a high amount of product injected near a vessel, leading to its compression. The local deprivation of blood supply causes tissue anoxia. If enough hyaluronidase is injected on time, symptoms can be fully resolved without sequalae. If the vascular complication is not detected, diagnosed, and treated promptly, it can lead to skin necrosis. The risk of such adverse reactions is mentioned in the instructions for use of teoxane products. Additionally, this teoxane product is not indicated for this area (nose). Therefore, this constitutes an off-label use for which the safety and performance of the product cannot be guaranteed. This is default text configured for block h10.

Event description:
Vascular compromise [vascular skin disorder] ([blister]). Injection in the tip of the nose [off label use]. Case narrative: on 01-dec-2025, the spanish subsidiary notified teoxane geneva about an adverse event. According to the information received from the injector, a patient was injected on (B)(6) 2025 with 0.1 ml of rha 2 in the tip of the nose. On (B)(6) 2025 the patient experienced white vesicles on the tip of the nose, which seemed to be linked to a vascular compromise. A local medical expert was contacted and confirmed a vascular compromise caused by an extrinsic compression. She recommended hyaluronidase, antibiotic treatment (mupirocin) and anabolic androgenic steroids. Considering the seriousness of the event, the case was assessed as reportable. At the time of this report the patient's symptoms are monitored and the investigations are on-going.

Manufacturer narrative:
This case seems to be linked to a vascular compromise. Vascular complications are rare and serious side effects, although they are widely known and documented in the context of dermal filler injections. They are related to the accidental injection of the product inside a blood vessel, leading to its occlusion, or to a high amount of product injected near a vessel, leading to its compression. The local deprivation of blood supply causes tissue anoxia. If enough hyaluronidase is injected on time, symptoms can be fully resolved without sequalae. If the vascular complication is not detected, diagnosed, and treated promptly, it can lead to skin necrosis. The risk of such adverse reactions is mentioned in the instructions for use of teoxane products. Additionally, this teoxane product is not indicated for this area (nose). Therefore, this constitutes an off-label use for which the safety and performance of the product cannot be guaranteed. This is default text configured for block h10.